Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
¿One of our nurses placed two argons yesterday and has been using the tape measure to verify her measurements (because the 1.5cm from the hub was confusing). She felt the marking were inconsistent between the two , so I did looked at our samples and found a similar inconsistency. I included some pictures here of our concerns. You can see how the first mark does not line up but when we do line up the first mark, then the pink hub is not even. We do depend on our markings when placing/assessing the line and difference can have an impact on our small babies that we use these lines for.¿ 8/14/2023 update - customer has not provided the lot# and access to the PICC. (B)(6) said the PICC is in the patient and will get with me when dc¿ed.